Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: please explain what is meant by, the device didn¿t work in the firing? This is not clear. According to the surgeon report, the device didn¿t fire. The staples remained in the load. When the stapler was activated, it didn¿t work as intended. The blade and the staples remained in the product which didn¿t perform the desired purpose. How was the case completed? Not informed. The analysis results showed that the cs40g device was received in good visual conditions and with a reload loaded in the device. The reload was a received loaded with staples, with the washer uncut and with the knife recess below the reload deck. The staples were noted to be protruding and box shape; this condition is consistent with the device being partially activated. As a result of the partial firing the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. Please reference instructions for use for additional information. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line was complete and the staples were noted to have the proper b-formed shape. The device opened and closed without any difficulties. It should be noted that all devices are inspected 100% for staple presence by an automated vision system. In addition, at finished goods the devices are visually inspected based on a sample. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a retroperitoneal lymphadenectomy procedure, the device didn't work in the firing. Unknown how case was completed. There were no adverse consequences for the patient.